Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(4)sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(4) sigpshell - sig power sigpshell control shell, lot# unknown sigmret - sig power sigmret manual retract tool, lot# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device initially fired, but failed to complete the firing cycle. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the deployed staples did not hold the tissue, the staple line opened up and did not form as expected. The jaws of the device remain closed on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and staple formation, which may result in poor hemostasis and leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the device. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted pancreatic tail resection, when using the stapler for pancreatic parenchyma resection, the device were connected and assembled without a problem. While clamping the tissue, the excessive force on handle display was zone 1 (it was unclear which stage on zone 1), firing speed changed to slow mode; although no sound indication that it was in slow mode. In the clamping state after 3-4 minutes of firm compression, the bottom center control was pushed by little and when firing was advanced, the firing could not be done in the slightly advanced region from the proximal site. At this point, a handle error with a yellow exclamation point with a red circle with a slash appeared on the handle display. When the above of the center control was pressed, the jaws did not open, and the person in-charge was contacted by phone. The device was restarted by pressing and holding both sides of the green button for more than 10 seconds, but the error display did not change. Once the handle was removed and the same one was connected again, an indication that the cartridge connected was supported appeared. When the handle was removed and the knife was forcibly retracted with the manual adapter tool, the knife retracted, but the tissue and cartridge were attached to the reinforce sheet, so the jaws did not open. The cartridge and adapter was left in as is state, and proceeded with other procedures until the person in charge came to the operation room (about 30 minutes). Upon arrival, the situation was checked and requested the surgeon to asked to either remove the sheet or remove the anchoring suture, and the surgeon chose to remove the sheet. As both ventral side and dorsal side sheets were resected, and the jaws were opened and the tissue could be removed, the proximal side seemed to be stapled, but as the b-formation was not formed and the staple was in u-shape, so when the cartridge was removed, the proximal side region, the staple came off and unstapled. The fired region was adipose tissue and as there was no damage to the pancreatic parenchyma, so there was no bleeding or leakage of pancreatic juice. A new power handle, adapter, shell and reinforced reload were opened and approached the pancreatic tail again. The resistance value indicated on the display of the handle was in zone two, in the clamping state after 3-4 minutes of firm compression, the center control was pushed by little, and the firing was complete to the tip without any problem. The jaws were opened and removed, and the procedure was completed. Surgical time was extended for more than 30 minutes. No patient injury.